Event description:
It was reported that the device would intermittently reset itself. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the intermittent failure. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly, but could not duplicate the reported failure.